Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown biomet screw was not returned for investigation. As a result, visual inspection and functional analysis could not be performed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported the screw came loose in the patients bridge. The reported event could not be verified since no products were returned and no pictorial evidence of the malfunction was provided by the customer. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
It was reported that the unknown biomet screws loosened in the patient's mouth.